Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable in condition and the physician elected to continue monitor the patient.